Event description:
It was reported that the implants appear to have loosened along the anterior open bite which resulted in the patient undergoing a revision surgery.

Manufacturer narrative:
The device was not returned for evaluation; however, the reported event could be confirmed as the surgeon provided imaging confirming the event.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the implants appear to have loosened along the anterior open bite which resulted in the patient undergoing a revision surgery.